Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve was implanted in 2023. The valve is not allowing setting adjustments. The patient initially had enlarged ventricles. The valve was not removed. The patient is stable and will have an appointment in three months.